Manufacturer narrative:
Without a meter serial number or a reagent lot number, it is not possible to determine a MFR date.

Event description:
The hospital performed comparison tests using the new contour meter and an integra hexokinase lab instrument. The testing protocol used by the hospital lab is not known, but the contour read high compared to the lab instrument in some instances. On one occasion, the contour read 4.1 mmol/l (74 mg/dl), while the lab instrument read 2.2 mmol/l (40 mg/dl). On another occasion, the contour read 4.2 mmol/l (76 mg/dl), while the lab instrument read 2.1 mmol/l (38 mg/dl). The differences between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The branch did not provide a meter serial number or any test strip info. No product is to be returned for eval at this time.